Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's sign language interpreter had called for the customer via phone call, to report the insulin pump had alarmed no delivery and it had a solid circle on the screen. Customer's blood glucose was 386 mg/dl. Troubleshooting was performed but it was stopped as customer removed the site and noticed the cannula was bent. Customer then stated the set had been in for a week or more and it needed to be changed. Customer was advised to change the entire set every two or three days. Customer is returning the reservoir for analysis.